Event description:
It was reported by the customer during testing at the user facility, the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.